Event description:
During a training in-service, the thermogard xp ivtm system (sn (B)(4) constantly displayed tcmid:07 (coolant temp high) error messages. No patient involvement.

Manufacturer narrative:
The customer's reported complaint of "the thermogard xp ivtm system (sn (B)(4) constantly displayed tcmid:07 (coolant temp high) error messages" was confirmed during the review of the event logs but was not confirmed during functional testing. The reported issue was not replicated during testing, and the thermogard ivtm system functioned as intended. Upon visual inspection, the casters and top lid were loose. The left front caster had fallen out of the base. The prime switch cover, white rollers, and screws were missing. The bumpers and coldwell cap gasket were degraded and damaged. The observed issues are unrelated to the reported complaint. The probable cause could be due to mishandling. All damaged and missing parts will be replaced to address the observed issues. Event log data review was performed and revealed tcmid:07 (coolant temp high) error messages around the complaint date; thus, confirming the reported complaint. Unrelated to the reported complaint, tcmid:05 (coolant diff failure) error messages were also observed. The thermogard xp ivtm system passed functional testing including the overnight burn-in test with no issues. The tcmid: 07 and tcmid: 05 observed in the archive could not be replicated. The root cause of the error messages could not be determined. Zoll is awaiting customer approval for service repair.